Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. It passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm. It also had a minor scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.